Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The reason of the (B)(4) 2012 procedure is unk.

Event description:
On (B)(6), 2010, the pt was implanted with three gore excluder aaa endoprostheses. On (B)(6), 2012, an additional procedure was performed whereby a contralateral leg component was implanted.